Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and there was a blockage in the cartridge. Reportedly, the customer was using the cartridge for 1 week. Tandem technical support informed the customer that this is off label per the user guide. Customer replaced the cartridge and resumed insulin therapy. Customers blood glucose was greater than 600mg/dl. The elevated blood glucose was addressed by a manual injection.